Event description:
The facility representative reported a flo-gard infusion pump with a low output test (17 ml). This condition was found during biomed testing in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a low output test of 17ml was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective pump mechanism fingers. This device is a stay-in device owner by baxter and will not be repaired at this time. Should additional information be received, a follow-up medwatch will be submitted.